Event description:
It was reported that the right ventricle (rv) lead exhibited high threshold. The rv lead was explanted, and a new lead was implanted. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the damaged inner insulation caused by the suture sleeve tie down force.